Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached event on 13-jun-2025 at tubing connector. Infusion set was used for one day. The insertion site was the right abdomen. No further information available.